Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the analog board was returned. The reported malfunction was observed and attributed to a faulty integrated circuit on the analog board. Analysis for reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "failed ffff error" message. Complainant indicated that there was no patient involvement in the reported malfunction.